Manufacturer narrative:
Analysis results should have been submitted in initial MDR: analysis of the pump revealed no significant anomaly. It was noted that normal battery depletion was assumed. Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the size of the pump was bothersome to the patient, and that the pump was no longer being utilized. The pump was therefore explanted. The pump system was being used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.